Event description:
Customer reported receiving calibration error, change sensor, and bad sensor alarms. Customer also reported differences between her sensor glucose and blood glucose readings. Customer's blood glucose was 118 mg/dl and her sensor glucose was 40 mg/dl. It was also found the customer's insulin pump would go into threshold suspend mode. She also reported bent cannulas on one of her old sensor. Customer was advised to monitor her sensor glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.